Event description:
Compalint alleged that during a routine shiaft check by a clinician, the device gave a "check pads" message. Complainant indicated that there was no pt involvement in the reported malfunction.